Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿angulation malfunction¿ was confirmed. The device evaluation found the angle wires were stretched. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Additionally, they found clogging of suction tube in universal cord. Foreign objects came out of suction port due to insufficient cleaning. The bending section cover lost water tightness due to pinhole. Paint on the scope cylinder was peeled, the connecting tube was scratched and had a dent. The adhesive on the bending section cover had a chip, was cracked, and had a white clouded area. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what and when the foreign material adhered to the scope was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they did not confirmed presoak the endoscope in detergent solution, they did have confirmed to wipe the nozzle with clean lint-free cloths / brushes / sponges, and they did flush the air / water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it could not be specified what the foreign material was and could not find a definitive root cause of the foreign material. This issue is addressed in the instructions for use (IFU): inspection of the endoscope: ¿ inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. ¿ inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the suction function: depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. Inspection of the instrument channel: ¿ insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. ¿ confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported angulation malfunction on the evis lucera elite gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material came out of the suction channel. There were no reports of patient or user harm associated with this event.